Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated blood glucose level went up to 505 mg/dl and she treated with manual injection. The customer also reported having issues with multiple infusion sets detaching from the quick release since (B)(6) 2017. The customer stated that the tubing was not pulled. Troubleshooting for high blood glucose was declined. The infusion sets will be replaced and returned for analysis. The insulin pump will not be returned for analysis.